Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the cuff or balloon does not deflate.the patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). No sample was returned for investigation. Since the product description and catalogue number is not properly addressed, therefore no physical investigation or assessment can be conducted on the defective tubes and investigation will be based on document review. Based on the event reported, the cuff could not be deflated. Non deflation could be due to various reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. The balloon with low fill volume than the recommended volume tends to have the problem. Besides that, it is recommended to inflate the latex foley catheter balloon with sterile water to prevent deflation difficulties. Saline water will cause crystallization and lead to nondeflation. However without returned sample, the actual phenomenon which could lead to non-deflation could not be produced. Review of the manufacturing environment showed no likely contribution to the failure in our standard manufacturing procedure, all foley catheters are subjected to balloon inspection process where all balloons are inflated and the balloon is then other remarks: subjected for 30 minutes leak test. Upon completion of the test, the balloon will be subjected to deflation process. Only products that passed this test will be packed, sterilized and sent to customer. Trend review for the last 3 years on the same defect type could not be conducted since the catalogue number is not provided. There is very limited information on the complaint and furthermore no physical investigation or assessment has been conducted on the defective part. Therefore no further investigate was done to determine the actual root cause to the phenomena experienced by user. Based on the investigation, the complaint is not confirmed.

Event description:
Reported event: the cuff or balloon does not deflate. The patient's condition was reported as unknown.